Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Parent reported of the customer via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump did not turn on even after battery change. They reported that insert battery alarm did not display on the insulin pump screen after removing the battery. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer reported that they had tried all the troubleshooting and wanted replacement. The insulin pump will not be returned for analysis.